Manufacturer narrative:
Device evaluation: one medfusion pump returned for investigation in used condition. The alarms reported by the customer were evidenced in the event history log (ehl). Occlusion testing did not replicate the alarms. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure. The pump also underwent routine preventative maintenance and passed all the functional tests.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm, and a background test alarm, towards the end of an infusion (heparin 100 unit/ml drop). The patient received the undelivered volume of medication through another pump. The incident was described as resolved. The medication was not described as life-sustaining.